Manufacturer narrative:
(B)(4). The device was returned to baxter (B)(4) and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that the "open" button of keypad was inoperative was confirmed during product evaluation. This condition was caused by a deffective main keyboard due to fluid ingress. The main keyboard was replaced to correct the reported condition.

Event description:
The facility representative contacted baxter turkey to report a colleague infusion pump with the 'open' button on the keypad bring inoperative; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involvement. There was no reported patient injury, medical intervention, or adverse event in association with this event. This involved a remediated colleague 2006 infusion pump with user interface module master software version 5.46.00. No additional information is available.